Event description:
The surgeon performed a two level vertebroplasty procedure at t8 and t11. The surgeon inserted the cannula into t8 without difficulty. After injecting the cement into t8, it was noticed that some of the cement went out into the canal. The surgeon performed a wake-up test and the neurological status of the pt was found to be uncompromised. A subsequent CT scan showed that the cement was compressing the cord "a little bit" but that the pt was neurologically intact. The surgeon reviewed the CT scan and has the opinion that the posterior wall fractured during the injection of the cement, and this allowed the cement to escape into the canal.